Event description:
Procedure type: hemicolectomy. According to the reporter: the union between the device and the reload was not engaged properly and the rotation lost strength/force. The rod did not follow the proper movements and the jaws did not close. In order to solve the problem, they used a manual staple. There was no unanticipated tissue loss. There was no unanticipated tissue damage. There was no blood loss of 500cc or more. There was no delay in surgery time of more than 30 minutes. There was no reinforcement material used.

Manufacturer narrative:
(B)(4).

Manufacturer narrative:
(B)(4)